Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called to report a bravo capsule failure to attach. There was no harm to the patient and a repeat procedure was no performed. No medical intervention was required.